Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the severely tortuous mid-third of the circumflex artery. After pre-dilatation with a 2.5mm coronary balloon catheter, a 3.50x16mm promus element plus drug-eluting stent was advanced to treat the target lesion. However, upon crossing the lesion, the shaft kinked at the y connector portion and the shaft broke 100 cm from the distal tip of the device. The broken portion of the device was then removed with kocher clamp and the procedure was completed with another promus element plus. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple severe kinking on the hypotube shaft and the shaft itself was broken at 24mm distal to the strain relief. The break may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. It was reported that the balloon was kinked and stent deployment was not possible however no damage was noted on the balloon. Inflation of the device was not possible due to the hypotube break. The bumper tip of the device showed no signs of damage. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the severely tortuous mid-third of the circumflex artery. After pre-dilatation with a 2.5mm coronary balloon catheter, a 3.50x16mm promus element¿ plus drug-eluting stent was advanced to treat the target lesion. However, upon crossing the lesion, the shaft kinked at the y connector portion and the shaft broke 100 cm from the distal tip of the device. The broken portion of the device was then removed with kocher clamp and the procedure was completed with another promus element plus. No patient complications were reported and the patient's status was stable.